Event description:
It was reported that the right ventricular lead exhibited noise and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was damaged at approximately 17 cm and 18 cm from the connector pin.